Manufacturer narrative:
The customer's meter was requested for investigation and replacement product was sent to the customer. Initial reporter occupation is patient/consumer.

Event description:
It was reporter there was an issue with the display of coaguchek xs meter serial number (B)(4). The patient had difficulty reading the meter display and had to hold the meter at an angle in order to read the display. A display test of the meter was performed and segments were missing from the results field of the display.

Manufacturer narrative:
The meter was returned for investigation. The circuit board was tested for damage or contamination. The circuit board was found to be contaminated by a penetrating liquid. This contamination would be caused by user error. The contamination affected the conductive rubber contacts of the circuit board, causing the issue. Medwatch fields d9 and h3 have been updated.